Event description:
It was reported that the dr experienced friction and was barely able to break the seal and then the stent started to deploy. The stent deployed 1.5 cm past the intended location. It is believed that this was because of the great pressure exerted when trying to deploy the stent. The stent is covering the intended lesion.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unk. The stent remains implanted. With neither the delivery system or x-rays to evaluate, the results of this investigation are inconclusive. This application represents an off label use. The IFU for this device states: the fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all alternative therapies have been exhausted.